Event description:
On the 48th shot, the laser fired 4 rapid shots without disarming. Laser operator believes firing stopped as a result of him letting up on the footswitch. All shots went into the same channel. Channel did not appear different to surgeon. Pt doing well. No fibrillation or abnormal electrocardiogram events were detected during rapid fire. After testing on tongue blade, the laser was then used for an additional 3 shots, all these shots produced confirmed channels.